Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lip noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. No unexpected compromised force sensor system alarm anomalies noted. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked belt clip slot and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer reported insulin was squirting out during manual prime process. The drive support disk is normal slightly indented. The customer did troubleshoot the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.